Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the battery was not returned with the pump. The ump electrical current draw was tested and found to be with in spec . The available black box shows no evidence of vp or vm drops. The complaint regarding temperature issue was reported to happen on (B)(6)2016, due to continued pump use the black box data for (B)(6)2016 has been overwritten. Investigation: pump was tested for a minimum of 24 hours with the customer pump settings with no eaw, overheating, or power loss duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.